Event description:
Customer reported a cartridge alarm while pumping, identified as alarm 20. There was no reported adverse impact to the customer's blood glucose level. Although assisted in loading a new cartridge, the issue persisted as the cartridge alarm recurred. Technical support decided to replace the pump, as it was under warranty. Customer was informed to use multiple daily injections as backup therapy. Instructions on returning the defective pump and storing it correctly were provided, which the customer understood and acknowledged.